Manufacturer narrative:
The customer reported that the system generated a system message (sm) ¿ [footswitch charger proximity sensor error] during a procedure. The surgery could not be completed. The patient was transferred to another facility to complete the surgery. The company service representative examined the system and the reported sm was replicated. The company service representative replaced the footswitch charger printed circuit board assembly (pcba) and the footswitch charger cable assembly to resolve the reported sm. The system was then tested and met all product specifications. The system was manufactured on november 7, 2013. Based on qa assessment, the product met specifications at the time of release. A footswitch charger pcba and a footswitch charger cable assembly was received and a visual assessment of the returned samples did not reveal any non-conformity. The footswitch charger pcba and footswitch charger cable assembly were installed onto a calibrated centurion system. The system was turned on and allowed to boot. The system successfully booted. The footswitch charger pcba and footswitch charger cable assembly were functionally tested. The footswitch charger pcba and footswitch charger cable assembly passed all tests. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformity. The returned footswitch was connected to a calibrated system and tested. The reported event of a system message (sm) was confirmed. It was determined that only 2 of 5 up-switch leds were on when the treadle was up. The footswitch was disassembled and a significant amount of residue and debris was observed under the treadle and around the pcb. The footswitch was then cleaned, the pcb was reseated and the footswitch was reassembled. The footswitch was re-tested per service test procedure (stp) and found to meet specifications as 4 of the 5 up-switch leds were on when the treadle was in the up position and no further occurrences of sm were observed. The footswitch was tested on the footswitch tester, however, it did not meet specifications since only 4 of 5 up-switch leds would turn on. The system was examined and the reported event was replicated. The footswitch was replaced and returned, to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on november 4, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of sm can be attributed to the debris around the pcb and under the treadle. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction procedure a system message was displayed. The system message was unable to be cleared and the case was not completed. The patient was transferred to another facility for completion of the procedure.